Manufacturer narrative:
Device eval: one used device was returned for eval. The device was visually examined and the complaint is not confirmed as the returned device is fully intact. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned device was damaged, flattened, and kinked just below the fuze zone. The tip is slightly elongated, approx. 4cm in length near the distal end of the radiused tip. There is a bulge in the tip tubing approx. 2mm distal of the fuze zone. The tip is fully attached. Merit is unable to determine an exact root cause for the reported failure.

Event description:
The user reported that during an aortic angiographic procedure the catheter tip broke off in the patient. No harm or injury was reported.